Event description:
On 07/31/2024, a sales representative via sems-(B)(4) reported that an ar-8945-30c cannulated drill bit broke off in the bone, and debris was produced during use. The case was completed successfully, with the broken piece retrieved from the patient, and no additional information was provided. This was discovered during a double arthrodesis procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed per the picture provided, which shows the distal end of the shaft's flutes had broken off. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0023-eo rev 4 - 2. To avoid damaging the instruments, do not impact or subject to blunt force any instruments that are designed to be turned or screwed in. When two devices are intended to be threaded together, ensure that they are fully engaged prior to use. The most likely cause of the reported failure can be attributed to prying/leveraging the device during insertion.